Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported the er320 clips fell off after they were placed. It was unknown how the case was completed. There was no consequence to the pt.